Event description:
Information was received from a manufacturer representative (rep) regarding a new implantable neurostimulator (ins). Rep states that when trying to interrogate the device, they were getting a system error with the code 0x59a89a8s. Rep states they hit continue and was able to clear the message and interrogate it normally. Rep states this was a new vanta and not yet associated with a patient.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: a71200, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.